Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, prime test, excessive no delivery alarm test, occlusion test, self test and reset error test. No reset error alam was noted. The insulin pump passed all operating currents within the specified range and passed the off no power test. The insulin pump was received with cracked battery tube threads, a cracked reservoir tube lip, cracked case near the display window corners, cracked display window, and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm general unexpected restart after rewind. Customer's blood glucose at time of incident was unknown. The customer was advised that we are sending replacement pump. The customer was asked verbally and in written form to return broken pump for analysis.